Event description:
During an in-clinic follow-up, the device was found to be in backup (bvvi) due to power on reset (por). The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was reported to abbott and confirmed. The device was received with normal telemetry communication and normal output. Functional tests were performed, found the device was in backup mode with device image corruption. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was at end of service (eos). Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.